Event description:
Patient reported that the lot, catalog, and code number, on test strip vial, had rubbed off. No patient injury was reported. Technical support requested the return of the suspect product and replacment product was shipped.